Event description:
It is reported, syr 10ml pump compatible saline 10ml fil, lip on the flange of the syringe causing the medfusion pumps to alert with a message of "occlusion". Additional information: please provide an exact date of event in format mm-dd-yyyy? 05-07-2026 please provide the batch# or lot# number? Lot #5336234 describe any patient¿s harm, injury, complication or negative outcome that occurred as a result of the event. Our team is indicating there is a lip on the flange of the syringe causing the medfusion pumps to alert with a message of "occlusion." Has something changed with these? The regular syringes don't have this lip.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. 6.4. Additional 510k: k003553;

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.